Event description:
It was reported that high pacing impedance was observed on the right ventricular (rv) lead. The rv lead was explanted and replaced to resolve the event and the patient was in stable condition. A lead fracture was suspected to be the cause of the event, however, this was not confirmed via diagnostic imaging or the explant procedure.